Manufacturer narrative:
Philips has investigated this complaint. According to the addition collected, the customer was performing diagnosis procedure and the procedure got completed by moving patient to another room. A philips field service engineer (fse) inspected the system on site and confirmed that the geo module was not working intermittently. Upon troubleshooting, fse identified that the f21 2a fuse in geo module was intermittently blowing. The geometry module was returned to philips for further analysis. The failure analysis confirmed the malfunction of geometry module as the there was no power. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a geometry module problem. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the geo module wp kit which returned the device to expected functionality.